Event description:
The patient contacted animas on (B)(6) 2012 alleging multiple occlusion alarms. The patient reported she was awakened on (B)(6) 2012 by an occlusion alarm. At the time of the alarm she checked her blood glucose (bg) level and it was 524 mg/dl. The patient claimed she did not check for ketones and denied developing symptoms suggestive of hyperglycemia. The patient reported treating the elevated bg with insulin via syringe. It is not known how long the subject pump had been alarming prior to the patient acknowledging the alarm. At the time of troubleshooting the patient confirmed she was able to prime easily using the tubing and cartridge she had on at the time of alarm. The patient denied any site issues. The patient confirmed the insulin she was using was in good condition. Customer support noted that the patient was prepping the cartridge correctly. At the time of the call, customer support was unable to find any defects with set, tubing, cartridge or pump. This complaint is being reported because the patient developed signs of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Patient outcome attributed to adverse event was omitted in error on the 3500a.